Event description:
It was reported that during the implant procedure, the physician found the delivery catheter could hardly be slit and caused the lead to dislodge while slitting the delivery catheter. The delivery catheter was replaced and the lv lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.